Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to a superficial femoral artery interventional procedure. Reportedly, two proglide devices had cuff misses. The sutures of a third proglide device were successfully preplaced using the pre-close technique. The superficial femoral artery interventional procedure was completed and hemostasis was achieved with the sutures of the third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is filed under a separate medwatch MFR number.